Event description:
It was reported prior to starting a da vinci si procedure that a megasuturecut needle driver instrument had a broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Customer initially reported broken wire. However for clarification, the nonconformance was a broken grip cable. Based on this, the complaint was confirmed. Idler pulley spins freely and exhibit damage to the face and rim. Cable segments sticks out at wrist. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.